Event description:
It was reported that 2 days after the rx acculink stent implantation in the left internal carotid artery the patient complained of visual changes that caused difficulty reading road signs and print on television. The condition is continuing. The patient was referred to neurology. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of neurological event is a known observed adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.